Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that a normal mode diagnostics test at a routine office visit resulted in high lead impedance. Xrays were reviewed by the physician and no obvious lead discontinuities were observed. The cause of the high lead impedance is unk. The pt was asymptomatic. Battery life calculation was performed with available programming history and resulted in 7.25 years remaining. It is unk if revision surgery is planned.